Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break and stretched coils were confirmed. A review of the production records and corrective or preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that after unpacking, the guide wire was observed to be broken with stretched coils. Analysis of the returned wire confirmed the reported break. The location was in the shaping ribbon. The fracture face of the shaping ribbon was in a corkscrew shape, indicating the wire was subject to torsional force. Factors that may contribute to break before use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. In this case, it is unknown what caused or contributed to the reported break. Additionally, a break in the shaping ribbon would impact the coil integrity, contributing to the reported stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H11 correction: revised.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break and stretched coils was confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire was broken with stretched coils after unpacking. Analysis of the returned wire confirmed the reported break as a break in the shaping ribbon. The fracture face of the shaping ribbon was in a corkscrew shape, indicating the wire was subject to torsional force. It is likely that inadvertent mishandling during unpacking contributed to the reported break. Additionally, a break in the shaping ribbon would impact the coil integrity, resulting in stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that once the balance middleweight universal ii guide wire was removed from the package, it was noted to have a core separation, the coils were stretched and uncoiling; however, still remained in one piece. Another guide wire was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.